Event description:
The essure device was implanted on (B)(6) 2013. The procedure was extremely painful. I had pain and bleeding for weeks. The pain was so bad I could not bend over. It affected my everyday life. Was treated for an infection. My first dye test to verify that my tubes were completely sealed failed on one side. I waited a little longer and had the dye test again. Both tubes showed completely closed. I became pregnant in (B)(6) 2016 and miscarried at (B)(6) weeks gestation. I underwent surgery (d and e) and also had my tubes removed at the same time. One coil was removed. The other was never found. It had migrated. Don't know if it is still in me or not. I had also experienced unexplained pain in my right hip for about a year before the pregnancy that went away once my tubes were removed.